Event description:
Reporter stated the infusion device display is damaged. There are defective segments/pixels in the area where the insulin delivery amount is displayed. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint can be verified. The display is missing a pixel line/pixel column due to a defective display printed circuit. The damage cannot lead to misinterpretation of insulin amounts.